Event description:
It was reported to medtronic neurosurgery that the patient underwent a surgery due to a severe craniocerebral trauma caused by a traffic accident. According to the report, after the surgery, the patient was in a coma with pulmonary infection. The report stated that three weeks after the surgery, the MRI test indicated that the patient had hydrocephalus. Reportedly, on (B)(6) 2013, the patient underwent a right ventriculoperitoneal shunt implantation surgery. According to the report, the physician stated that the ventricular pressure was not decreased after using the shunt. Reportedly, a review of CT scan showed no intracranial hematoma and the shunt was present in the right lateral ventricle. The report stated that the shunt patency test was normal. Reportedly the patient has recovered gradually and is under observation. According to the report, the device has not been explanted.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.